Event description:
Information received from the field does not address the patient's clinical status but notes that the lead impedances had increased over the years. It was reported that the lead had fractured over time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - competitor